Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the set had not been used/primed as stated in the event description. Underwater pressure testing was performed with no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a solution administration set. This event occurred during priming. It was reported that the set looked like it had been severed in the lower half of the IV tubing. There was no patient involvement. No additional information is available.